Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower part of lcd (liquid crystal display) is missing columns. Upper case is contaminated. Lower case is broken. Battery contacts are compressed.

Event description:
It was reported that the bottom display of the external pulse generator has lines through it and cannot be seen clearly. The generator was returned for service. No patient complications have been reported as a result of this event.